Event description:
It was reported that "unknown material was observed on the tray after opening the package before use. The customer commented that the unknown material seemed to be the yellow coating scraped from the catheter body." No patient injury was reported.

Manufacturer narrative:
The catheter and tray were returned for evaluation with a substance taped to the tray; the catheter did not appear to have been used. The tape was peeled off visually examined under 10x magnification. The substance looked like dried adhesive. Chemistry testing found the substance showed similar absorption characteristics when compared to benzylchromium heparin-like material. The catheter was removed from the tray and was found to be in good condition; there were no kinks or indentations in the catheter body. The balloon inflated clear and concentric and remained inflated for more than 5 minutes without leakage. A device history record review was completed and documented that the device met all specifications upon distribution. Although a substance was confirmed in the tray, the substance was identified as a drop of heparin. The heparin is part of the manufacturing process of this product and this is not considered a defect; no actions will be taken at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.